Event description:
It was reported that the patient's blood glucose level rose to 259 mg/dl while wearing the pod on their hip/buttocks between 4 and 24 hours. The pod was removed and a new pod was applied. Investigation of the pod found a tear in the external portion of the cannula. The device was originally reported due to the patient being unsure if the pod was delivering insulin.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The device was received fully deployed. There were no timeouts, drive stalls, or hazard alarms observed that would indicate there was a struggle to deliver insulin. The patient history buffer (phb) data showed that the automated glucose control (agc) algorithm appropriately adapted to changes in estimated glucose values (egv) and user inputs. During investigation, the exposed portion of the soft cannula was found to be damaged. It could not be determined when or how this damage occurred or if this damage contributed to the reported not sure delivering insulin. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone18.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.